Event description:
Device malfunction: misplaced stent. Time of malfunction: during the procedure. Symptoms/ae: stent deployed in unintended site. It was reported that during a left internal carotid artery stenting procedure, the stent moved forward during deployment and was implanted at an unintended site. A second rx acculink stent successfully implanted at the target lesion. There were no reported adverse pt effects. The pt was discharged back to a rehabilitation facility the following day. Although requested, there is no additional info available. Choice study event.

Manufacturer narrative:
The stent remains in the pt and the stent delivery system was not returned to abbott vascular for analysis; therefore, we were unable to determine a root cause for the inaccurate delivery. The lot number was provided. Review of the device lot history record did not reveal any non-conformities, which could have contributed to this complaint.